Manufacturer narrative:
Though requested, the device was not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) stated: the cutter stopped working during the procedure. The surgeon had to remove his foot from the pedal and press again to start working again. Additional info indicated that there was still aspiration once the cutter stopped working. However there was no injury or medical consequences to the pt."